Event description:
Rn reported that during a pt treatment with a system 1000 hemodialysis device, the arterial level adjust system button was pressed and stuck in the down position. At that time the device alarmed as air went to the dialyzer. There was no pt injury or medical intervention associated with this incident per rn.